Event description:
A 58 year old man who had undergone abdominal surgery, developed a fall in blood pressure during a post-op red cell transdfusion in the ICU. No permanent adverse effects were reported.

Manufacturer narrative:
It was determined that no testing would be done on the device because it would not yield any info toward evaluating the reported event. Analysis: the pt was receiving pressor agents to support unstable blood pressure and was receiving transfusions through a central line. Pt was also reported to be receiving approximately 22 different medications/therapeutic agent. A literature search for existing report of hypotension following transfusion via a central line did not reveal any such publications. The effect of perfusing the myocardium with a relatively cold solution (i.e. Below body temperature) containing a calcium chelator is presently unknown, however, it is recognized that perfusion of the myocardium with hypocalcemic fluids depresses myocardial function. A mechanism for such an hypothesis is not evident. The fact that the red cells being transfused were being filtered through a leukocyte reduction filter at the time of the reporte hypotension may be coincidental. More than 50,000 units of this device are sold in europe per year and these are the first such reports filed in europe (in which a clinician has implicated the device as being a contributory agent in the observed hypotension). The exact cause(s) of the hypotensive episode reported remains indeterminate.